Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 325 mg/dl for approximately three hours after a lunch announcement while using a teflon 6 mm 23 in infusion set, with the event attributed to infusion through scar tissue and potential suboptimal infusion set deployment or connection. Symptoms included fatigue. Outcomes included successful correction of glucose after placement of a new infusion set at a site without scar tissue, resumption of deliveries, and continued monitoring, with no outside assistance or medical intervention required. Investigation included troubleshooting and education on infusion set replacement, site selection away from scar tissue, tubing and cannula fill, and guidance regarding temporary pump disconnection if a manual injection was administered. Investigation of this case revealed that infusion into scar tissue likely impeded insulin absorption, consistent with improper or ineffective infusion set placement or connector attachment. It was concluded, based on previously established findings for similar reports, that user-related technique and site condition were the probable causes.